Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens with diopter -9.0/+3.5/092 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced with a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).